Manufacturer narrative:
The returned torque indicating wrench was evaluated. The tip was confirmed to have broken off and the 0 indicating lines were not aligned. The toque output was found to be below the specified limit. The line misalignment was likely caused by deformation of the internal components as a result of a large torque being applied to the device. It is likely that the large torque application would have also caused the tip to fracture. The device labeling provides sufficient instructions regarding the use of this instrument, stating the device gives a visual indication of appropriate torque and not a tactile sensation or audible click of when the proper torque is reached, and warns of possible device damage if over-torqued. A review of the manufacturing records did not identify any issues which may have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a driver fractured off during surgery. The piece was retrieved from within the wound. An alternative instrument was not needed to complete the procedure. There were no reports of patient impacts reported as a result of this event.